Manufacturer narrative:
The tech found the casters were aged. He replaced the casters to repair the stretcher.

Event description:
Info received indicates, while performing a function check the tech found the casters were locking in brake but continued to ratchet.